Manufacturer narrative:
The device was received fully deployed. A leak test was performed. A fluid leak was found above the o-ring. This indicates that the o-ring is inadequate. The inadequate o-ring caused multiple internal components of the device to become corroded. This caused the device's failure to deliver insulin. Data could not be downloaded from the device. The pcb was removed from the device, cleaned, and powered by an external power supply. After multiple attempts, the pcb could not connect to the master pdm. The device suffered complete data loss. Fluid leaked into the device, and corrosion was observed on the pcb. It could not be conclusively determined if the corrosion caused the complete data loss. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.